Event description:
The customer reported a failure to discharge with this device.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation.